Event description:
The device was explanted and replaced with a similar device. The device was removed due to "battery depletion". No pt symptoms were reported. The pt was receiving morphine via the pump; last refill was 1/2006. Implant duration is unk. The device was returned to the manufacturer for analysis. The pt is reported to be doing well.